Event description:
The manufacturer received information alleging a ventilators blower was defective. There was no harm or injury reported. The device has yet to be evaluated by the manufacturer for evaluation. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.